Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during dwell 1 of 4. The technical service representative (tsr) had the home patient (hp) turn the machine off, unplug the machine from the wall, unplug the cord from the back of the machine, and then plug everything back in and cycle the machine. The hc then alarmed system error 2367 and then the hp turned off the hc again. The hp said they checked their machine at the airport and they may have manhandled the machine. The tsr would swap the machine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the hp. The hp could not recall the error that occurred prior to the system error 2367. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated they did not have any form of samples and did not know the lot number of the supplies. The hp stated that they have been performing therapy successfully since they have received a new machine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2367 was not confirmed. The cause was undetermined. Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed.